Manufacturer narrative:
Device was reported as returned on previous follow ups; added date returned a product investigation was completed: the returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a fragment. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix holding sleeve-long (03.632.036) is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment (approximately 6.5mm x 6.5mm x 1mm). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. Design changes were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured after these changes were applied. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no material review reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, born in 1954, dob and weight not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: DHR review for part#03.632.036 lot#6923525, supplier- avalign technologies ¿ nemcomed. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. There were no mrrs, ncrs, or complaint-related issues with this DHR review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of the retaining sleeve has broken off. No prolongation in surgery. Patient outcome as expected. All broken off pieces were removed from the patient. There was no patient harm. They used another retaining sleeve instead. This report is 1 of 1 for (B)(4).